Manufacturer narrative:
(B)(4). Customer even though declined replacement, returned the complaint product. Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced low readings. The r&d completed the root cause analysis: the test strips produce low glucose reading is due to improper storage of test strips, strips left outside of the returned vial for a prolonged period of time or were exposed to a humid environment. The presence of crust borders around the chemistry indicates improper storage of test strips.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 202 mg/dl. The customer's expected fasting blood glucose test result range is 119 - 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 , a back to back blood test was not performed by the customer.the product is stored according to specification.the test strip lot manufacturer's expiration date is 12/27/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).